Manufacturer narrative:
(B)(4). The diamondback360® peripheral orbital atherectomy system instructions for use manual states that slow flow is a potential adverse event that may occur and/or require intervention. The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for the reported oad could not be reviewed, as the lot number was not provided. If the lot number is provided, a DHR review will be performed. Additional information has been requested, including lot number, model number, and role of the csi product in the event. If additional information is received, a supplemental report will be sent. Csi ID: (B)(4).

Event description:
Slow flow was identified following two treatments on low speed, one treatment on medium speed, and two treatments on high speed with a peripheral orbital atherectomy device (oad) in the posterior tibial artery, which was calcified and approximately 2.5 to 3mm in diameter. Two balloon inflations were performed, and flow returned to normal. The procedure was completed with angioplasty. In the opinion of the physician, csi did not cause the slow flow condition. In the opinion of the physician, vessel spasm and stenosis distal to the target lesion may have caused the slow flow event. The physician's opinion regarding the cause of the vessel spasm could not be obtained.